Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized. It was also reported that the implantable cardioverter defibrillator (ICD) device exhibited premature batter depletion. Diagnostic testing was performed. The device remains in use. No patient complications have been reported as a result of this event.